Event description:
It was reported that the patient experienced diaphragmatic stimulation. During repositioning, the lead fell apart.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Tip separated from lead body final analysis found that as received, the distal tip was separated from the lead body insulation due to insufficient medical adhesive. The lead exhibited normal electrical characteristics.